Event description:
Patient stated they've lost '40-something pounds' and mentioned they had 'the same issues' of connecting to their boston scientific spinal cord stimulator (scs) and 'I started having issues charging it and they said it was too loose to the skin. Patient stated they need lumbar spine mris due to their spinal issues, but they can't even get an MRI of their finger because 'my boston scientific scs is MRI compatible, but they (hcp) talked about something burning inside me' regarding the boston scientific scs. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).